Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 325cc saline prosthesis, catalog #3542660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor siltex round moderate profile 325cc saline prosthesis and experienced pain in addition to deflation post procedure. On (B)(6) 2018 the patient began experiencing right sided breast patient and the prosthesis appeared to be shrinking each day indicative of deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The devices were explanted and replaced on (B)(6) 2018. The right prosthesis was replaced with a mentor smooth round moderate profile 275cc saline prosthesis. The left prosthesis was replaced with a mentor smooth round moderate profile 325cc saline prosthesis. The patient indicated that assymetry of the replacement implants occurred due to the physician placing the wrong prosthesis in the wrong breast. An additional complaint, (B)(4), was created in order to capture the issue with the replacement implants. The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/19/2019. Device evaluation summary: it was reported that a 57-year-old caucasian female underwent breast augmentation revision with a mentor siltex round moderate profile 325cc saline prosthesis and experienced pain in addition to deflation post procedure. On (B)(6) 2018 the patient began experiencing right sided breast patient and the prosthesis appeared to be shrinking each day indicative of deflation. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.3 cm on the posterior aspect. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).